Event description:
It was reported that an asymptomatic patient presented in ER with the device that was post-paced t-wave oversensing. The patient received inappropriate therapy as a result. Programming changes were made, which resolved the issue.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.